Manufacturer narrative:
Lot review: a review of suspect lot 3306624 showed that (B)(4) units were manufactured, tested, inspected and released in september 2016 citing no exception documents. A review of suspect lot 3301001 showed that (B)(4) units were manufactured, tested, inspected and released in august 2016 citing no exception documents. Visual receipt analysis: on 10/12/2016 received the following: one used cl2000s, chemolock, lot# is unknown, one used cl2100, chemolock port, lot# unknown, two used carefusion pumpsets, one used baxter 500ml IV saline bag, one used baxter 500ml IV container, one used bag spike adapter with side chemo port. Lot# unknown. Set 1 - 500ml IV container --> bag spike adapter --> carefusion pumpset --> cl2000s. Set 2 - 500ml IV saline bag --> carefusion pumpset --> cl2100. Functional testing: the cl2000s was tested with the cl2100 connected to smartsite-y according to ps00-00039 section 2 (dry disconnection). No drops or leakage were observed when testing according to the product performance specification. A small amount of leakage was able to be replicated by simulating a full occlusion in the line and then disconnecting the chemolock with high back pressure in the line. Final analysis summary: the complaint of chemolock port leakage when disconnecting from the cl2000s injector was unable to be confirmed when tested according to the product performance specification. The only leakage observed was by forcing an occlusion in the pump set and disconnecting with high internal pressures.

Event description:
Complaint received regarding five cl2000s, chemolock, lot# is unknown and cl2100, chemolock port, lot# unknown. Report states "patient received multiple infusion. Upon disconnecting chemo # 1 (idamycin ) the cl2000s from the cl2100, the nurse noticed 2 red/orange drops on the cl2100. The nurse flushed, swabbed and attached chemo #2 (cytarabine). The nurse informed me of seeing 2 drops of orange chemo cl2100. I asked her to save the cl2100. The nurse wanted to remove the cl2100 right away, because she wasn't going to be around for the next few days. She flushed and removed the cl2100 and replaced with another cl 2100. During replacement we didn't notice any drops upon disconnect. Later during the 2nd infusion cytarabine, the nurse noticed another couple of drops upon disconnect. She took pictures of the drops. The nurse removed the cl2100 and replaced it with another cl2100. That evening the nurse on shift notice 1 drop upon disconnecting the cl2000s from the cl2100. The patient was being discharged and I was able save the hydration and the chemo line to send in for testing." Unprotected chemo exposure to the clinician was reported.

Manufacturer narrative:
Lot review: a review of suspect lot 3306624 showed that (B)(4) units were manufactured, tested, inspected and released in september 2016 citing no exception documents. A review of suspect lot 3301001 showed that (B)(4) units were manufactured, tested, inspected and released in august 2016 citing no exception documents.

Event description:
Complaint received regarding five cl2000s, chemolock, lot# is unknown and cl2100, chemolock port, lot# unknown. Report states "patient received multiple infusion. Upon disconnecting chemo # 1 (idamycin ) the cl2000s from the cl2100, the nurse noticed 2 red/orange drops on the cl2100. The nurse flushed, swabbed and attached chemo #2 (cytarabine). The nurse informed me of seeing 2 drops of orange chemo cl2100. I asked her to save the cl2100. The nurse wanted to remove the cl2100 right away, because she wasn't going to be around for the next few days. She flushed and removed the cl2100 and replaced with another cl 2100. During replacement we didn't notice any drops upon disconnect. Later during the 2nd infusion cytarabine, the nurse noticed another couple of drops upon disconnect. She took pictures of the drops. The nurse removed the cl2100 and replaced it with another cl2100. That evening the nurse on shift notice 1 drop upon disconnecting the cl2000s from the cl2100. The patient was being discharged and I was able save the hydration and the chemo line to send in for testing." Unprotected chemo exposure to the clinician was reported.